Event description:
It was reported, patient experienced ineffective coverage with the scs system. And patient was trailed with drg system. And patient reported, effective coverage. Patient is still implanted with scs system.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial#: (B)(6), batch#: a000136941. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.